Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient stated that they hadn't used their scs system for a year because it wasn't helping their back pain and they were having difficulty charging. It was unknown if there were any external factors. The rep was unable to interrogate the ins because it was in overdischarge. The rep performed a trickle charge, the device charged normally, and a por was cleared with reprogramming. The issue has been resolved. No further complications were reported or anticipated.